Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional was unable to determine if the implantable pulse generator (ipg) was pacing. The ipg remains in use. No patient complications have been reported as a result of this event.